Manufacturer narrative:
A photo was provided showing two (2) lengths of tubing separated. The reported complaint can be confirmed on the 034-mc33239 extension set. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.

Event description:
The complaint/event involved a 10 cm (4¿) aprox 0.26 ml, set ext bifurcada smallbore c/2 microclave® clear (anillos rojo, verde ), 2 clampas, luer rotatorio. The reporter stated that, during use with a patient, one of the extensions separated from the central part configuration (bifuracated conn minibore), where it joins the luer lock of the patient's IV line. Once disconnected, the venous line was left opened, and blood came out. This event was noticed when the nurse looked at the patient intravenous (IV) line and realized that there was blood on the sheet. It is unknown if the patient got hooked up with something, however the venous line with the peripheral catheter was not disconnected. There was delay in therapy, however there was no adverse event, and no one was harmed as a result of this event.